Event description:
Small dissection development just distal to arterial procedure sheath, it was noted when .014 enroute wire was introduced. Physician thought about stenting it at the completion of the procedure but the dissection had resolved by then.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway.

Event description:
Small dissection development just distal to arterial procedure sheath, it was noted when .014 enroute wire was introduced. Physician thought about stenting it at the completion of the procedure but the dissection had resolved by then.